Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and damaged the driveline wire cables. There were electrical faults and an associated alarm sounded. A driveline slice repair was performed. During the repair the ventricular assist device (vad) stopped for a few seconds. The driveline remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a portion of the driveline was removed during the splice repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection of the returned driveline segment revealed damage to the outer sheath and exposed red and green wires. Additionally, on-site inspection of the driveline cable and visual evidence provided by the site confirmed that the sheath was damaged and the wires were exposed. A driveline splice repair procedure was performed to mitigate the reported conditions. Visual examination of the returned driveline also revealed cracks and yellowing of the outer sheath; this is an additional observation not related to the reported event. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Review of the c ontroller log files revealed four (4) electrical fault alarms recorded on 11-nov-2019 indicating an open phase in the rear stator, causing the pump to run on the front stator only. Additionally, four (4) high watt alarms were logged on 11-nov-2019 due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the reported "patient fall" resulting in damage to the driveline and the driveline cable wires, triggering the electrical fault and high watt alarms. Based on historical review of similar events, the most likely root cause of the outer sheath discoloration and observed cracks may be attributed to multiple factors including design issues and/or exposure to uv light. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.